Event description:
The customer reported to olympus that during an unknown procedure, there were intermittent lines and a white area on the video system center display. The customer stated that the procedure was prolonged by an additional ten to fifteen minutes due to having to keep unplugging and plugging the device back to get a picture to appear. There were no reports of patient harm associated with this event. In speaking with olympus technical assistance support (tac) via phone, the customer noted having tried three scopes and two connectors with the same issue of lines on the screen and a white area with all 180 series scopes and connectors. The customer reported having checked that the cables were secured. Tac advised the customer that the issues could be due to the port where the maj-1430/videoscope cable paddle plugs into the cv-190/video processor. Tac advised gently moving the videoscope cable paddle up and down. When doing this, the lines disappeared. The customer stated having a spare cv-190/video processor, and tac advised swapping out the cv-190/video processor. Tac also advised that if the issue resolves, the customer will need to send the original cv-190/video processor in for repair. The customer reported that the issue seemed to be resolved and will continue to blow out any possible dust where the connector plugs into the video system unit. The device will not be returned for repair.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, per the advice given to the user by olympus, dust was removed (blown out) from the connecting port and no further problems have been reported. It is likely that the screen will occasionally be dark due to poor (maj-1430) cable. It could also be related to a poor connection port or port body of this device. However, the root cause could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.